Manufacturer narrative:
The device was received for evaluation. An evaluation was performed, and the lcd was faded with light and dark lines running through the display. The display was difficult to see; however, the pump was functional. The reported condition was verified. The cause was determined to be from the lcd component. The lcd requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had lines through the lcd screen. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.